Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Event description:
A customer reported to baxter corporate product surveillance (cps), a clearlink secondary medication set in which a cut was detected just below the drip chamber. The report stated that the packaging does not appear to be cut. There were no reports of patient involvement, patient injury, medical intervention or adverse events associated with this report. No additional information is available.